Event description:
It was reported that there was a sudden loss of capture due to high thresholds and the pacemaker dependent patient went into complete heart block. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.